Event description:
Second patient report from the same facility using the same device (1222993-2013-00015): patient had brown half-moon shaped marks on chin day after treatment.

Manufacturer narrative:
Patient came in for her third treatment and it is unknown if she had any exposure to sun. The patient came in with brown half-moon shaped marks on her chin and was not given any medication for treatment.